Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body was positioned and the proximal stent was deployed as expected. The fill polymer was prepared per the IFU, and connected to the delivery system with the autoinjector. The stent graft filled as expected with polymer present throughout all fill channels. Approximately 10 minutes into the polymer fill of the stent graft, the patient experienced hypotension and it was noted that the polymer syringe was observed to be empty. The patient was treated for a contrast allergy per the device IFU and the patient was stabilized. The aneurysm was successfully excluded at the conclusion of the procedure. The patient was reported to be hypotensive following the implant procedure. There have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event and a review of the returned device; the root cause for the polymer exposure, empty polymer syringe, severe hypotension (required pressors) could not be definitively determined. The most likely root cause of the fluid leak and polymer exposure was related to a potential compromise in the stent graft fill channels and/or mating junction between the stent graft and delivery system. Associated clinical harms for this event included: rash, hemodynamic instability, respiratory complications, and renal insufficiency. The final patient disposition was discharged home on post operative day four. Upon review of the delivery system, there was no evidence of blood in the polymer fill line, and there was no evidence of fill polymer in the handle body as expected. There was no evidence of polymer on the seal portion of the fill tube, and the polymer appeared to be cured within the polymer fluid path as expected. All chassis components appeared intact (release wire guide, belts, strut supports) with no evidence of a compromise in the polymer fluid path and/or mating connection between the delivery system and stent graft. The stent graft remains implanted and therefore was not available for evaluation to review a potential compromise in the stent graft integrity. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information.